Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero needleless connector experienced flow issues. The following information was provided by the initial reporter: the fluid did not flow properly with the maxzero. After replacing the maxzero it flowed normally.

Manufacturer narrative:
H6: investigation summary: one mz1000 product was received without packaging for investigation, however the lot number of the complaint product was reported unknown. The returned product was connected to an unknown infusion set which had residual fluid present in the line. The feedback provided by the customer indicates that an occlusion was detected as the fluid did not flow through the maxzero product; however, the customer confirmed that by using an alternate maxzero product the flow issue was resolved. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to extension set and flushing through with fluid whilst the male luer was connected to the maxzero; no flow restrictions or occlusions were identified. Functional testing was then repeated by connecting the 50ml bd plastipak syringe directly to the maxzero product; again no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance, and testing of the complaint sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that the bd maxzero needleless connector experienced flow issues. The following information was provided by the initial reporter: the fluid did not flow properly with the maxzero. After replacing the maxzero it flowed normally.